Manufacturer narrative:
Other applicable component: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's desktop charger and recharger arrows don't line up and would only plug in backwards. The patient was transferred to repair and was sent a new desktop charger. The patient stated that it started in april or may. The rep noted that the patient was in discharge. This was discovered when the rep went to connect the 8840, but had occurred for over a month. No symptoms were reported at this time. Additional information was received on 2017-oct-23 and it was reported that the patient experienced an increase in pain due to the ins being depleted. The patient was not charging the ins efficiently which caused the ins depletion. The manufacturing representative tried to connect to the ins with a clinician programmer, which indicated the ins was overdischarged. They connected with the charger and performed several antenna locators to place the ins back into charging mode. The ins was charged to 50% and was reset with the clinician programmer. The patient was reeducated on how to charge their ins. No further complications were reported/anticipated.